Event description:
A healthcare facility in (B)(6) reported that the dry line that was received with an rt200 adult dual-heated breathing circuit kit "appears melted and collapsed" and was missing the white connector. The alleged damage was observed before patient use.

Manufacturer narrative:
(B)(6). The rt200 breathing circuit is not sold in the USA, but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The rt200 breathing circuit is currently en route to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.